Manufacturer narrative:
The product's history records were reviewed and there were no non-conformance's that would have resulted in the reported complaint., corrected data: h6, h10.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device caused a no disposable alarm. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.